Event description:
A transvaginal surgical mesh was put in to hold the bladder up. Since then I have had several urinary tract infections for the last year and a half. At present I am on an antibiotic that I have been on for about 4 months.